Event description:
During repair by a philips field service engineer it was found that the battery was not making contact with the battery pca. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).